Event description:
It was reported that a reamer irrigation aspirator (ria) shaft broke during an ankle fusion procedure. A small fragment of the broken shaft was easily recovered; this caused an approximate two minute surgical delay. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.743, lot number 7432393) was received with the complaint category of broken: intraoperatively. A device history record review was performed. It was found that the device was manufactured in april, 2014 and there were no material review reports, non-conformance reports, or complaint related issues with this lot. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. Per the technique guide, the ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The transverse break is located approximately 13.5mm distal to the distal transition to the drive shaft helix. The broken tip, approximately 8mm, was not returned. The balance of the device shows wear but is otherwise in good condition. Thus, the complaint condition is confirmed but cannot be replicated. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use when used and maintained as recommended. Therefore, the complaint condition was determined to not be the result of a design deficiency. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. The complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip. The design is adequate for its intended use and did not contribute to the complaint condition. Patient age reported as approximately (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.